Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A (B)(6) customer obtained a blood glucose reading of 330 mg/dl on a contour xt meter. The nurse retested the customer's blood glucose using a different blood measuring device and obtained a reading of 165 mg/dl. The difference between the readings falls in "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement product was sent to the customer.